Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2021.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Two years post procedure the patient experienced thrombosis. The patient will undergo a laa closure procedure to replace their current closure device in (B)(6) 2022. No further information on the status of the patient is available.